Event description:
Revision of the right knee after 4 years because patient could no the knee bend. Intraoperatively it was found that the femur bolt was very firm.

Manufacturer narrative:
[(B)(4)].

Manufacturer narrative:
[(B)(4)].

Manufacturer narrative:
[(B)(4)].

Event description:
Revision of the right knee after 4 years because patient could no the knee bend. Intraoperatively it was found that the femur bolt was very firm. Update 2/16/2018: complete device data, medical records.